Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the dft was performed during device implant, device went into backup vvi mode. Vf was induced and the device properly detected the vf, and began to charge the capacitors to shock the patient, but 3 seconds after charging started, the egm signal and markers disappeared from the programmer display, and only the asterisk marks from the charging remained on the screen. The shock therapy was not delivered to the patient, so external defibrillation was used to convert the patient. The device was attempted to be interrogated after the patient was stable, but it was in a power on reset backup vvi. Device was replaced. It was explained that the por backup vvi most likely was caused by the external defibrillation. There were no adverse consequences to the patient during and post procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the reset was not determined, as it was not reproduced.